Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient, g2: the country of the event is it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) called stating their controller is unresponsive and does not charge. They already tried multiple plugs and removing/reinserting battery but issues persists. Moreover, pt mentioned they need to charge for 4hours from empty to full; this has been getting progressively worse with time and the antenna heats their skin, sometimes to an unbearable extent. A new controller and recharger were ordered. Patient has been notified that they should call back if replacement of their product does not resolve the issue.